Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a faulty dp board (printed circuit board). It was observed that there was no image coming from hd15 output intermittently. The reported issue (incorrect date/time settings) was also confirmed. It was observed that the device was not holding the memory settings due to faulty clock unit. In addition, service found that lamp sockets were deformed, the receptacle was loose, and the tank socket was corroded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that the subject device exhibited an image problem. Reportedly, there was no vga (video graphics array) output and date/time settings were incorrect or not restoring (faulty clock unit suspected). The reported issue was observed during routine maintenance of the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of no image.